Event description:
Possible defective tibial component. The patient had a total left knee replacement in nov. 1987. About 6 months ago, patient began to have increasing pain and genu varum deformity in that knee. An x-ray revealed wearing of the part and a possible loose tibial component. Surgery was done on 5/20/94 to replace the old prosthesis. Pathology report showed a fragmeneted articular surface with a portion missing.the patient's weight may have been a factor.